Event description:
The tubing used to inflate the pressure device is the same as the tubing that goes to the femoral sheath & the nurse accidentally put air into the femoral sheath, instead of the pressure device. Pt had an air emboli to the brain & expired. If the tubings were not the same; the mistake would not have happened.